Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Dexcom was made aware on 01/26/2025, that on (B)(6) 2024, the patient experienced a skin reaction. The sensor was inserted into the arm. Date of event is an approximation. On 10/31/2024, it was reported that the patient experienced a skin reaction with an infection which occurred on an unspecified number of days after the sensor had been inserted in the arm. Prior to sensor insertion the area was prepped with soap and water. The patient experienced pain at the insertion site and decided to remove the sensor. Upon sensor removal, there was redness, inflammation, and swelling under the sensor pod area only. On an unspecified date, the patient developed an abscess the size of a golf ball at the needle puncture site. On (B)(6) 2024 (approximate), the patient went to an urgent care clinic and had an incision and drainage to relieve the pus, and he was discharged home two hours later with a prescription for an unspecified oral antibiotic medication (treatment-four to five days) for the infection. One week later (approximate), he followed up with his primary care physician (pcp) who prescribed a different course of an unspecified stronger antibiotic medication. At the time of report the patient was doing well. No additional event or patient information is available.